Event description:
Literature was reviewed regarding a two-in-one procedure for transvenous lead extraction and leadless implantable pulse generator (ipg) reimplantation in pacemaker-dependent patients with device infection. All patients had an infection and went in for an extraction procedure either with an immediate implant of a leadless ipg or a delayed reimplant of a cardiovascular implantable electronic device (cied). The authors described patients with sepsis, pocket infections, or device related endocarditis. Gram-positive bacteria included staphylococcus aureus, coagulase negative staphylococci, strepto/enterococcus spp., or propionibacterium spp. Antibiotics were also given, and some patients required a stay in the intensive care unit (ICU). There were patient deaths; two patients were not cured of sepsis after the procedure and died of septic shock. There was one unexplained death within one day of the extraction procedure and other deaths due to heart failure and other unknown reasons. There were patients who experienced complications after the procedure which included cardiac tamponade, acute renal insufficiencies, pocket hematomas, tricuspid or mitral regurgitation, pancytopenia, pacemaker syndrome, and one early ventricular threshold elevation. The status of the devices and leads is unknown. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/79 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. The date of death is not available at the time of this report as there is no indication of specific serial number/patient information. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: two-in-one procedure for transvenous lead extraction and leadless pacemaker reimplantation in pacemaker-dependent patients with device infection: streamlined patient flow. Europace. 2024. 26, euae162. Doi: 10.1093/europace/euae162. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.